Manufacturer narrative:
(B)(4). Date sent: 4/13/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information provided: the hospital records were not complete, therefore, the lot number is unknown. The device was found in the correct position at the time of removal. Additional information was requested, and the following was obtained: does the patient have any allergies to metals? If so, what tests have been done to test for metal allergies? The only known allergy was to tape adhesive. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Hiatal repair done at time of implant. Was mesh used at time of implant? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device was implanted on (B)(6) 2020. The device was an lxmc14 linx device. The patient ate a piece of apple that lodged in her esophagus in mid-2020. She became concerned about it happening again. The surgeon performed upper gi, barium swallow and all was normal. Despite no further issues and reassurance, the patient requested that the device be removed. The device was removed on (B)(6) 2021.